Event description:
Tampon unraveled and [invalid] detached upon removal. Tried 5 different tampons from same box, same result. It took a while for me to be able to remove the tampon myself. I ended up with a yeast infection within the next couple of days. Date the person first started taking or using the product: (B)(6) 2018. Date the person stopped taking or using the product: (B)(6) 2018. Menstrual tampons.